Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained.